Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6) 2009 (patient age over 18 years). According to the complainant, the unit stopping ablating in the middle of the case. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.